Event description:
Clinical study. Same case as 6000093-2006-01555, 01556. It was reported that 40 days after a coronary artery drug-eluting stenting treatment procedure, the pt expired. The index procedure treated 2 target lesions. Target lesion 1 was indicated as having a "total chronic occlusion (>3 mos)" was located in the proximal right coronary artery (rca). The lesions were predilated with an angioplasty balloon at 12 atms. The physician successfully implanted 2 overlapping 3.5x28mm taxus express2 drug-eluting stents (des) at 20 atms. Target lesion 2 was a denovo lesion located in the distal rca. The physician successfully implnated a 3.5x20mm taxus express2 des at 16 atms. The pt was discharged 15 days post-index procedure on aspirin and plavix. The cause of the pt's death 40 days post-index procedure was indicated as cardiac related.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.